Manufacturer narrative:
Unit received with missing segment due to cracked and bleeding lcd glass. Pump received with end cap broken off. Unable to perform displacement test, self test, sleep current measurement and active current measurement due to bleeding lcd glass. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a broken and crack on it and were caught into electronic chair. The customer stated that the reservoir lock into place. Customer stated that insulin pump was not drop or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.